Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having a blood glucose level of 497 mg/dl which was treated with bolus. Blood glucose level at the time of the call was not provided. High blood glucose level troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.